Manufacturer narrative:
According to the report, the patient clotted prior to the first cannulation of the hero graft. A company representative was present during the procedure and the procedure went well. The surgeon confirmed patency, bruit, and thrill by palpitation. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. This was the first hero graft implant for the surgeon and staff. The information provided does not mention whether or not the surgeon was back bleeding and flushing the components with heparinized saline throughout the procedure. The graft was noted to be clotted and non-functional prior to the first cannulation. No known intervention was attempted as the patient elected not to use the hero graft. The hero graft instructions for use (IFU) lists partial stenosis or full occlusion of prosthesis or vasculature as a potential complication. The IFU indicates that thrombosis is the most common cause of vascular access dysfunction. The IFU's patient selection considerations states that as with conventional grafts, hero graft may occlude in patients with a small brachial artery, insufficient arterial inflow or inflow stenosis, a history of clotted access for unknown reasons, a coaguability disorder or medical condition that is associated with clotting, insufficient anticoagulation or non-compliance with anticoagulation therapy, systemic low blood pressure or severe hypotension following fluid removal post-dialysis, a kinked graft, incomplete thrombus removal in previous interventions, intra-graft stenosis at site of multiple punctures, and an event such as mechanical compression. In this case, the patient's co-morbidities or risk factors for occlusion, including blood pressure, coagulation disorders, and medications, are unknown. Although thrombosis is a known potential complication, the root cause of the reported event remains unknown.

Event description:
According to the report, the patient clotted prior to the first cannulation of the hero graft. Upon review of the file, it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00019.

Manufacturer narrative:
Additional information was provided that the surgeon was back bleeding and flushing the components with heparinized saline throughout the procedure. The root cause still remains unknown. According to the report, the patient clotted prior to the first cannulation of the hero graft. A company representative was present during the procedure and the procedure went well. The surgeon confirmed patency, bruit, and thrill by palpitation. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. This was the first hero graft implant for the surgeon and staff. No known intervention was attempted as the patient elected not to use the hero graft. The hero graft instructions for use (IFU) lists partial stenosis or full occlusion of prosthesis or vasculature as a potential complication. The IFU indicates that thrombosis is the most common cause of vascular access dysfunction. The IFU's patient selection considerations states that as with conventional grafts, hero graft may occlude in patients with a small brachial artery, insufficient arterial inflow or inflow stenosis, a history of clotted access for unknown reasons, a coaguability disorder or medical condition that is associated with clotting, insufficient anticoagulation or non-compliance with anticoagulation therapy, systemic low blood pressure or severe hypotension following fluid removal post-dialysis, a kinked graft, incomplete thrombus removal in previous interventions, intra-graft stenosis at site of multiple punctures, and an event such as mechanical compression. In this case, the patient's co-morbidities or risk factors for occlusion, including blood pressure, coagulation disorders, and medications, are unknown. Although thrombosis is a known potential complication, the root cause of the reported event remains unknown.

Event description:
According to the report, the patient clotted prior to the first cannulation of the hero graft. Upon review of the file it was decided that a medwatch report should also be filed for product code hero 1002. A medwatch report was submitted for this event under product code hero 1001; refer to 3006945290-2014-00019.